Event description:
It was reported that customer experienced air bubbles and gaps in tandem mobi cartridge during pumping, described as about the size of two small candies, and issue was no longer occurring at time of call. There was no adverse impact to the customer¿s blood glucose level. Customer used room temperature insulin, performed cartridge preparation steps, and resolved issue by filling tubing, and no additional actions or outcomes were reported.